Event description:
It was reported that there was no lead migration, however, upon fluoroscopy exam, it was noted that the extra coils that was left for stain relief was no longer visible and there appeared to be excess lead near the device pocket. There was no accident or trauma that led to the loss of the loops. The pt was very active and could feel a pulling at the anchor site with body motion. The pt's activity level was the suspected cause of the loss of excess lead. The pt underwent a surgical procedure to re-create lead strain relief loops. Following surgery, it was reported that the pt was doing good.